Event description:
Reporter indicated that vns pt felt as if their generator had stopped working for about one month. It was reported that the pt initially thought that they had just gotten used to the stimulation until they began to have an increase in seizure frequency. After swiping the device with the magnet, the device seemed to resume normal operation and the pt's seizure control returned. Device diagnostic testing was within normal limits. Investigation to date has been unable to determine the nature of the alleged device malfunction.